Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the kit was missing the introducer. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: contents from a groshong catheter kit were returned for evaluation. Although no labeling was returned, a contents list was obtained for the kit based on the reported product details. All components listed on the labeling were included in the returned sample, including the introducer needle. Therefore, the investigation is unconfirmed for the reported missing component. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Possible contributing factors include misinterpreting the contents list and misplacement of the component after opening. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 08/2022).

Event description:
It was reported that the kit was missing the introducer. There was no reported patient injury.